Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was recently hospitalized due to a heart attack. While hospitalized, customer had a blood glucose level of 657 mg/dl. Customer was wearing the insulin pump at the time of the hospitalization. A diabetes educator visited the customer and stated that a blood clot was present in the tubing and the device failed to alarm no delivery. Blood glucose level at the time of the call was 226 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.